Manufacturer narrative:
(B)(4) evaluation statement: the reported event of an unspecified channel malfunction could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that an unspecified channel malfunction occurred during infusion of a vasoactive drug.  The user made multiple calls to an internal facility resource for an emergency replacement system but it never showed up. No further details were provided.